Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with persistent atrial fibrillation underwent an atrial fibrillation ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the patient experienced neurological impairment. This was a single transeptal procedure with the versacross rf (pig tail needle) with guidance of intracardiac echocardiography (ice) soundstar 10f ge. The patient was in general anesthesia with jet ventilation set up. Fam map was created with cartosound fam map with the ai algorithm. The versacross sheath was exchange to vizigo small curve and then introduced the varipulse catheter. The catheter was flushed and irrigated before the insertion. Tissue proximity indication (tpi) was built around the right upper with the cartosound fam map (no additional geo acquire). During the first ablation, the patient coughed and moved. Learn new appeared and was pressed. For about 3-4 minutes, they waited to see if the catheter will get back in place with more sedation. The catheter was at the wrong location corresponding of the map. Decision was made to remap with the varipulse catheter. Start ablation: left superior pulmonary vein (lsvp), left inferior pulmonary vein (livp), right superior pulmonary vein (rsvp), right inferior pulmonary veins (rivp) and also on the posterior wall. The amount of complete ablation and incomplete will have to be validated in the back up of the study. At ablation 18, as requested by the physician, the irrigation of the varipulse has been put in manual mode to be at 8 cc\min constant during ablation and mapping phase. In between 2 pf ablation, sheath exchange from vizigo to agilis. After pulsed field (pf) ablation exchange from varipulse to stsf, the generator was switched to ngen. Radiofrequency (rf) ablation was applied in the posterior wall. The stsf catheter was exchanged to lasso catheter for a voltage map. They exchanged lasso to stsf for additional lesion in the posterior wall, lipv anterior ridge, rsvp anterior. Then, they exchanged the stsf to lasso for voltage map. At the end of procedure, after the patient woke up, there was suspicion of a stroke, and the patient was directed to have a cerebral computed tomography (CT) scan. The patient took 3.5 hours to awake from anesthesia. The CT was clean, no signs of stroke. The patient refused the magnetic resonance imaging (MRI). The physician called the patient event a transient ischemic event. However, it was reported that there is a mild persisting dysarthria that patient is experiencing with complex word retrieval. Vision and motor skills are normal in this patient, no other neurological deficits. The physician reported there were excessive microbubbles during this case. The physician also reported that his colleague had a case with a lot of bubbles the following day. Additionally, the day after the procedure, the patient¿s bloodwork also showed depleted haptoglobin and significant free hemoglobin, consistent with hemolysis. Though, there is no clinical symptom of acute kidney injury.

Manufacturer narrative:
Additional information was received and the lot number and product code for the concomitant product of lasso nav was provided. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2024, additional information was received. It was reported that the physician's opinion on the cause of the adverse event was there was micro bubble during pulsed field ablation (pfa) application, looking at the intracardiac echocardiography (ice) images. There were no generator/pump malfunctions. There was no evidence of char / thrombus / clot. No issues with flow rate changes at the start of ablation. The patient was anticoagulated throughout the procedure. No excessive high impedance errors. Patient required extended hospitalization because instead of same-day discharge, the patient required one night and left in the day. The patient's symptoms resolved and fully recovered. As such, the h6. Health effect - impact code has been updated with hospitalization or prolonged hospitalization (f08). Also, section a 3a. Sex and a 3b. Gender were updated based on additional information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).